Manufacturer narrative:
Investigation summary: it was reported that the carabineer was broken on the shoulder pack which resulted in a broken strap. The shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. The reported event could not be confirmed as the unit was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged carabineers can be attributed to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that the carabiner was broken on the shoulder pack which resulted in a broken strap.  The connection between the carabiner and the metal ring was loose, but then they came apart.  The shoulder pack was exchanged.  No patient complications have been reported as a result of this event.